Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Patient reported being nauseated. The patient was treated in the ER with IV (intravenous) fluids, insulin injections via a pen and zofran. The patient was released within 7 1/2 hours and given a prescription for insulin pens. The pod was removed by the patient at home prior to seeking medical assistance. Patient observed the cannula was dislodged and bent.